Manufacturer narrative:
Reported event: it was reported that while using the angled saw attachment on the posterior chamfer cut, the saw became lose and eventually fell out of the attachment. Case type: tka. Surgical delay: <= 15 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: 1. Review of the device history records indicate (B)(4) devices were manufactured under lot no 35010617 and (B)(4) were rejected on 07/08/2017. A review of qt 17-07-0021 revealed that (B)(4) devices were rejected due to documentation issue which was corrected and (B)(4) devices (including s/n (B)(6)) were accepted into stock on 07/18/2017 along with the certificate of conformance. The non-conformance is not related to the failure alleged in this compliant. 2. Review of the device history records indicate (B)(4) devices were manufactured under lot no 35010617 and rejected on 12/27/2017. A review of qt 17-12-0067 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35010617 shows 1 additional complaint related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
While using the angled saw attachment on the posterior chamfer cut, the saw became lose and eventually fell out of the attachment. Case type: tka. Surgical delay: <= 15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using the angled saw attachment on the posterior chamfer cut, the saw became lose and eventually fell out of the attachment. Case type: tka. Surgical delay: <= 15 minutes.